Event description:
When the patient went in for surgery for her ins, she came out feeling stimulation in the right arm. The surgery took 5 hours. She needs to go back into surgery so she feels stimulation in her left arm.

Event description:
It was reported the patient has a loss of therapeutic effect and experienced acute pain in her left arm. It was noted the patient had pain in her arm since (B)(6) 2004 and the patient's pain had gotten worse in the past 2-3 months. The patient could feel stimulation but she could not increase stimulation any higher without her arm starting to shake. It was noted the patient only had one program to choose from as of the date of this report. The patient had an appointment scheduled with her primary care physician (pcp) for (B)(6) 2012. It was later reported the patient met with a manufacturer representative on (B)(6) 2012, and impedances tests revealed two of the patient's contacts on her lead were "out." The representative was able to reprogram around the contacts. It was reported the patient was "doing well and receiving good an effective therapy."

Event description:
Additional review determined that the patient's original neurostimulation system was replaced in 2009 due to a bent lead (MFR. Rep. # 3004209178-2012-08299). It was immediately after this replacement procedure that the patient felt stimulation in the right arm instead of the left arm, and required an additional surgery. See MFR. Rep. # 3004209178-2013-00578 for the report of the additional surgery in 2009. This MFR. Rep. (3004209178-2012-08173) covers a loss of effect and impedance issues in 2012 that was treated with reprogramming, and is not related to the two surgeries in 2009.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).